Event description:
Philips received a complaint on the v60 ventilator indicating that the primary alarm failed. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The field service engineer (fse) went to the customer site and confirmed the device primary alarm had failed. The fse then completed two hours of onsite observation of the device, could not duplicate the primary alarm failure, and determined that replacement of parts was not required. The device passed a visual check and was returned to full functionality for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).